Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The 4k camera head was returned to olympus for evaluation with an unspecified complaint. Follow up with the customer found that when the power was turned on, error code e226 occurred. The issue occurred during an unspecified therapeutic procedure, which was completed using a similar device with no harm to the patient. There was a slight delay in the procedure due to the replacement of the equipment. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a cable failure led to the malfunction. The event can be prevented by following the instructions for use which state: do not squeeze, pull, twist, or rub the camera cable strongly. They should not be small and bent (less than or equal to 20cm in diameter.). When bundling the camera cables, wind them so that they do not get twisted. When the top and bottom of the overlapping cable loops are alternately overlapped, the cable is wound without twisting. If the cable is straightened, release the loop slowly without pulling the cable. Doing so may damage device. Do not pull on the camera cable when removing. Do not grasp or fix the camera cable with forceps. It may cause not only damage to the camera cable but also image abnormality. Olympus will continue to monitor field performance for this device.